Manufacturer narrative:
Insulin pump received with loose and flush drive support disk. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches on lcd window and broken belt clip slot.

Event description:
The customer reported that the drive support cap of the insulin pump was bulging out while he was attempting to prime. The customer was not connected to the insulin pump when he noticed the issue. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)